Manufacturer narrative:
Covidien reference number (B)(4). The customer replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The service engineer (se) downloaded the current software onto the device. Medtronic was not authorized to service the device therefore the reported problem could not be verified.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the event occurred.